Event description:
It was reported that the patient presented for follow up with diaphragmic stimulation caused by the left ventricular lead. The lead was explanted and replaced. The patient was stable.